Event description:
On (B)(6) 2012, the pt was implanted with a miniarc precise for the treatment of urinary incontinence. It was reported that on (B)(6) 2013 there was exposure of the sling and the physician trimmed the material. The pt has not followed-up with the physician since the procedure.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.